Manufacturer narrative:
The implant returned. There was evidence of a fractured screw inside the implant. The remaining portion of the screw was not returned. There was evidence of remnant bone found on the outside of the implant. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not identify any manufacturing deviations that would result in or contribute to this complaint. A definitive root cause has not been determined.

Event description:
The dentist reported the screw fractured inside of the implant. The implant was removed.